Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector and on implantation into the eye was torn. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The report received states that the lens got stuck. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point it became trapped is a deviation from the IFU and the likely contributory/causative factor to the lens being delivered in a damaged condition into the eye.

Event description:
On 8th august 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens got stuck and on implantation into the eye a piece of the lens had torn off necessitating lens explantation and exchange.